Manufacturer narrative:
The device evaluation was carried out by arjo technician. The reported problem could not be replicated. The investigation is ongoing. Additional information will be provided to the follow-up report.

Event description:
On (B)(6) 2019 it was reported that the backrest of the enterprise 9000x bed raised unintended without any command given. It was observed when the physiotherapist was carrying out chest physio on the patient. The bed was reset and the therapy was continued, when it happened again. There was no injury or other medical consequences reported.

Manufacturer narrative:
On 11 sep 2019 it was reported by the (B)(6) hospital in the UK that the backrest of the enterprise 9000x bed raised unintended without any command given. It was observed when the physiotherapist was carrying out chest physio on the patient. The bed was reset and the therapy was continued, when the backrest raised unintended again. The patient was placed on another bed and the defective device was removed from use. The bed was used with the patient however there was no injury or other medical consequences reported. On 13 sep 2019 arjo technician visited the facility to inspect the device. A visual inspection revealed that the bed was in overall good condition. The function test revealed that the control panel integrated into right side panel is malfunctioning, backrest and knee section were moving in jerky motion while being raised and lowered, however a jerky movement was not related to the reported unintended bed movement. Despite these failures, it was not confirmed that they were connected with the reported problem. The unintended bed movement could not be recreated by arjo technician. The involved enterprise 9000x bed was serviced by the third-party service provider and the last service was carried out on 09 jul 2019. As arjo did not have access to the service records, it was not possible to determine whether the bed was service in accordance with arjo recommendations at the appropriate intervals of the time. The instructions for use (IFU) dedicated to enterprise 9000x bed (746-591-en-3) include preventive maintenance procedure which needs to be followed to ensure that the bed continues to perform within its original specification. Failure to carry out a regular inspection or continuing to use the product if a fault is found may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents. Some inspection points should be performed regularly on a daily or weekly basis by the caregiver. If the result of any checkpoints described in the IFU is unsatisfactory, arjo representative should be contacted. Apart from daily and weekly actions, the bed needs to be inspected once a year by suitable trained and qualified personnel. Failure to do so may result in injury or an unsafe product. Due to the fact that the reported unintended movement could not be replicated during device evaluation, it was not possible to determine the exact cause of this issue. The bed in question was not under arjo service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. The review of post-market surveillance data for enterprise 9000x beds revealed that there was no significant trend observed concerning complaints on the unintended movement of the bed. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the unintended bed movement. There was a patient lying on the bed when this situation occurred. Upon the conducted investigation and bed inspection done by the arjo representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated during testing. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.